Event description:
The infusion pump reportedly did not stop at a programmed dose end, resulting in overdelivery. The pump was set to infuse 0.9%ns at 125ml/h with a dose limit of 900ml (1l bag set with 900ml dose limit to alert nurse before a new container was required) via primary line, with a concurrent infusion of ciprofloxacin 400mg/200ml at 200ml/h with a dose limit of 200ml. The ciprofloxacin had "about a 10ml overfill." The pump reportedly did not alarm or stop at dose end and infused the 10ml overfill. The pump also reportedly did not stop at the primary dose limit of 900ml, but continued to infuse until the container emptied. There were no adverse effects to the pt. No add'l info was available.